Event description:
This device was a component of a system implant that was reported to provide shock therapy. The implanted ICD could not be interrogated subsequent to the event. Part of this lead remains capped in the body and the other part was returned for analysis. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected at 15 cm distal to the is-1 connector pin. Only the proximal fragment was received. The inspection of the returned fragment revealed that there were deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over-rotation of the inner coil during surgery. The dc resistances of the conductor fragments were investigated. No peculiarities were found. The quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, the lead was found dissected. There was no sign of a material or manufacturing problem.